Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate/confirm the customer reported complaint " according to sterile technique, it is worn on the tip". A full visual inspection was performed for the interior and exterior of the instrument and no damage was observed. Failure analysis could not verify the customer reported event. The instrument moved intuitively with full range of motion in all directions during manual input articulation. The tube adapter functioned properly. No product issue was identified. The tube adapter shows expected wear and tear from use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing procedure, the 6mm monopolar curved scissors (mcs) instrument was found to be worn on the tip. The procedure was completed with no reported patient injury.